Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 around 5am for a low blood glucose levels. The customer was treated by paramedics. The customer does not know what the paramedics treated them with. The customer stated that they treated themselves based on their sensor glucose instead of their blood glucose readings. No further information was provided.